Event description:
It was reported via repair work order that the foot end jack could not fully lower due to worn jack release valve. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.